Event description:
This event was reported as an explant after 1 day due to severe central mitral regurgitation, class ii-iii. The pt was multi-morbid, had more than heart disease. No further info was provided.